Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. 6 sensors (serial numbers unknown) were reported and have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported 6 defective adc sensors. Customer additionally reported experiencing "skeletal bruising". Details of the user report are as follows: "over a nine area period all six devices provided defective. As a result of repeated applications, I have what I surmise is skeletal bruising. X-rays taken awaiting results". There was no report of third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported 6 defective adc sensors. Customer additionally reported experiencing "skeletal bruising". Details of the user report are as follows: "over a nine area period all six devices provided defective. As a result of repeated applications, I have what I surmise is skeletal bruising. X-rays taken awaiting results". There was no report of third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.